Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. * were there any patient consequences? No please mention the source through which the information is received (information received from dr, nurse etc.); nurse this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Suture was breaking while knotting. There were no reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. H6 component code: g07002 photo analysis. H6 investigation findings: c22 - photo review. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. One needle suture, a paper lid, and one winding former inside of a petri dish were returned for analysis. Product code: nw825p. During the visual inspection of the needle suture, marks were noted on the body of the needle. The suture was examined, and the end of the suture was observed to be cut, probably caused by a surgical instrument. Besides that, a knot and body fluids were noted on the strand. A photo was provided showing a tangled suture and one empty labeled winding former with the same conditions of the received sample. Product code nw825p. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.